Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged organ perforation. Investigation ¿ the following allegations have been investigated: vena cava/organ perforation, chest pain, anxiety, mental anguish and stress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported chest pain, anxiety, mental anguish and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the left common femoral vein due to prior combination deep vein thrombosis (dvt)/pulmonary embolism (pe), enlarging right lower (le) dvt and history of motor vehicle accident (mva). Patient is alleging vena cava perforation and organ perforation (mesenteric). The patient further alleges ¿I have chest pain and I tire easily. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, "patient is status post an ivc filter placement. It is located at the level of l2-l3. In coronal and sagittal views 2 of its metallic prongs appear to be beyond the wall of ivc, one going posterior and one to medial direction. Findings are questionable for perforations. But there is no sign of any fluid collection of hematomas at these levels."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2010". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.